Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00259 on 23-sep-2025. Additional information (25-sep-2025): in addition to the service activities mentioned in the initial report, the customer service engineer (cse) reran all service methods and were passed, and observed erratic reagent mixer (rsmix) and diluent mixer (dmix). The cse replaced the dryer on the reaction washer, checked reaction washer fittings; all were tight, performed diagnostic test on the washer and ran quality control (qc), all of which passed. Furthermore, the cse replaced all three chemistry (ch) probes, aligned all new probes, verified alignments and diagnostics, replaced ch wash pump, ch reaction washer probe 2 and 2 way waste valve for the probe, checked the tubing¿s on the sample and reagent probes and the reaction washer assembly for possible leaks or clogs, confirming that all fittings were tight and no leaks were detected. Siemens further evaluated the event and concluded that instrument mechanical malfunction potentially contributed to the falsely elevated concentrated carbon dioxide (co2_c) result. The component codes, investigation findings and investigation conclusion codes in the h6 section were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ci 1900 analyzer. Quality control (qc) and calibration were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse installed waste mitigation tubing and performed a chemistry cuvette and probe cleaning procedure. Additionally, the cse noticed that the reagent mixer (rsmix) value was intermittently high. The cse replaced the impeller, realigned the mixer, and retested the reagent mixer (rsmix), which then passed. The customer subsequently ran qc, which recovered acceptably. The instrument is performing according to specifications. Siemens is evaluating the event.

Event description:
The customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ci 1900 analyzer. The initial result was not reported to the physician(s). It is unknown whether the sample was repeated, and the correct result is unknown. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.